Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, after several deployment attempts, the delivery system developed a kink to the point that it cracked/split resulting in leaking contrast and flush. The delivery system was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft leaks. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5 cm, 9.5 cm, and 14.7 cm from the distal end of the delivery system. There is blood on the outer shaft located that the distal end of the stability member. The outer shaft has a water leak at 9.5 cm at the edge of the kink/buckle. If information is provided in the future, a supplemental report will be issued.